Event description:
A malfunction was reported with a malf 9 error code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.